Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The device was prepped prior to use without any leak or ruptures noted, which would suggest that the device was not damaged prior to use. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler device is currently not commercially available; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the heavily calcified, heavily tortuous, 90% stenosed mid left anterior descending coronary artery. After unspecified rotablation was performed, a 3x12mm nc traveler balloon dilatation catheter (bdc) was advanced without resistance, but the balloon ruptured during the first inflation at 6 atmospheres. A same sized non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.